Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe control 10ml ll bns plunger rod was broken/damaged during use. Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: syringe broke. Medline part #: (B)(4). Product description: syr cntrl 10ml l/l. Vendor part #: 304134. Lot #: unknown. Date reported: 12/18/2025. Sample received: no. Response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. 1423395-2026-00002.

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken/damaged two photos of a 10 ml control syringe (part number 304134) were received for evaluation. One image shows a syringe with the finger grip not attached to the plunger rod, and the second image shows a loose syringe with the finger grip separated from the barrel. The condition observed is non conforming to product specifications, and the likely root cause of the broken finger grip is associated with the welder process. The lot number was not provided; therefore, a device history record (DHR) review or quality notification (qn) review could not be performed. Complaints received for this device and the reported condition will continue to be tracked and trended, with information documented in monthly trend reports. Our business team regularly reviews this data to identify any emerging trends.

Event description:
No additional information was provided.